Manufacturer narrative:
Note: 2024-03-05: resubmitting report in production environment.

Event description:
The customer reported to umano representative that the nurse call signal is not sent from the bed to the nurse call system as supposed to. There was no patient involvement.